Event description:
Bayer case number: (B)(4) abdomen pain [abdominal pain], tendinitis in the middle gluteal muscle [tendinitis] , great difficulty walking for about 1 year [walking difficulty] , kidney pain [kidney pain] , fibromyalgia [fibromyalgia] , nerve pain [nerve pain] , legs pain [pain legs] , gastric pain [gastric pain] , lumbar pain [lumbar pain] , vision disturbance [visual disturbance] , chronic fatigue [chronic fatigue], burning sensation in the legs [burning leg], itching [itching] , tinnitus [tinnitus] , voice disorders [voice disturbance] , tendinitis (achilles) [achilles tendinitis] , mouth dryness [mouth dry] , intolerance to cold [cold intolerance], nasal discharge [nasal discharge] , burnout [burnout syndrome] , residual tendinitis [tendinitis] , sick leave [sick leave] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdomen pain") in a 41-year-old female patient who had essure inserted (lot no. 1236928) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013 she experienced a first episode of tendinitis ("tendinitis in the middle gluteal muscle") and gait disturbance ("great difficulty walking for about 1 year"). On unknown date she experienced abdominal pain (seriousness criterion intervention required), renal pain ("kidney pain"), fibromyalgia ("fibromyalgia"), neuralgia ("nerve pain"), pain in extremity ("legs pain"), abdominal pain upper ("gastric pain"), back pain ("lumbar pain"), visual impairment ("vision disturbance"), fatigue ("chronic fatigue"), burning sensation ("burning sensation in the legs"), pruritus ("itching"), tinnitus ("tinnitus"), dysphonia ("voice disorders"), achilles tendinitis ("tendinitis (achilles)"), dry mouth ("mouth dryness"), temperature intolerance ("intolerance to cold"), rhinorrhoea ("nasal discharge"), burnout syndrome ("burnout"), a second episode of tendinitis (" residual tendinitis") and sick leave ("sick leave"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2023. At the time of the report, the renal pain, neuralgia, burning sensation, pruritus, tinnitus, dysphonia, dry mouth, temperature intolerance and rhinorrhoea were resolving and the latest episode of tendinitis and burnout syndrome had not resolved. The outcomes for abdominal pain, gait disturbance, fibromyalgia, pain in extremity, abdominal pain upper, back pain, visual impairment, fatigue, tendonitis and sick leave were unknown. No causality assessment was received for essure with regard to the first episode of tendinitis, gait disturbance, renal pain, fibromyalgia, neuralgia, abdominal pain, pain in extremity, abdominal pain upper, back pain, visual impairment, fatigue, burning sensation, pruritus, tinnitus, dysphonia, achilles tendinitis, dry mouth, temperature intolerance, rhinorrhoea, burnout syndrome, the second episode of tendinitis or sick leave. The reporter commented: (female) patient¿s current status: since removal of the implants in (B)(6) 2023, improvement in: vision, ¿nerve¿ and kidney pain, itching, tinnitus, mouth dryness, burning sensation in the legs, intolerance to cold, nasal discharge, and voice disorders. On work leave since (B)(6) 2024 due to burnout, residual tendinitis, [on] hormone replacement therapy (hrt), fatigue, gastric pain, voice period of occurrence: 2013 to 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) abdomen pain [abdominal pain] , tendinitis in the middle gluteal muscle [tendinitis] , great difficulty walking for about 1 year [walking difficulty] , kidney pain [kidney pain] , fibromyalgia [fibromyalgia] , nerve pain [nerve pain], legs pain [pain legs] , gastric pain [gastric pain], lumbar pain [lumbar pain], vision disturbance [visual disturbance] , chronic fatigue [chronic fatigue] , burning sensation in the legs [burning leg] , itching [itching] , tinnitus [tinnitus] , voice disorders [voice disturbance] , tendinitis (achilles) [achilles tendinitis], mouth dryness [mouth dry] , intolerance to cold [cold intolerance] , nasal discharge [nasal discharge] , burnout [burnout syndrome], residual tendinitis [tendinitis] , sick leave [sick leave] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. The most recent information was received on 01-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdomen pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013 she experienced a first episode of tendinitis ("tendinitis in the middle gluteal muscle") and gait disturbance ("great difficulty walking for about 1 year"). Essure was removed on (B)(6) 2023. On unknown date she experienced abdominal pain (seriousness criterion intervention required), renal pain ("kidney pain"), fibromyalgia ("fibromyalgia"), neuralgia ("nerve pain"), pain in extremity ("legs pain"), abdominal pain upper ("gastric pain"), back pain ("lumbar pain"), visual impairment ("vision disturbance"), fatigue ("chronic fatigue"), burning sensation ("burning sensation in the legs"), pruritus ("itching"), tinnitus ("tinnitus"), dysphonia ("voice disorders"), achilles tendinitis ("tendinitis (achilles)"), dry mouth ("mouth dryness"), temperature intolerance ("intolerance to cold"), rhinorrhoea ("nasal discharge"), burnout syndrome ("burnout"), a second episode of tendinitis ("residual tendinitis") and sick leave ("sick leave"). The patient was treated with surgery (to remove essure). At the time of the report, the renal pain, neuralgia, burning sensation, pruritus, tinnitus, dysphonia, dry mouth, temperature intolerance and rhinorrhoea were resolving and the latest episode of tendinitis and burnout syndrome had not resolved. The outcomes for abdominal pain, gait disturbance, fibromyalgia, pain in extremity, abdominal pain upper, back pain, visual impairment, fatigue, tendonitis and sick leave were unknown. No causality assessment was received for essure with regard to the first episode of tendinitis, gait disturbance, renal pain, fibromyalgia, neuralgia, abdominal pain, pain in extremity, abdominal pain upper, back pain, visual impairment, fatigue, burning sensation, pruritus, tinnitus, dysphonia, achilles tendinitis, dry mouth, temperature intolerance, rhinorrhoea, burnout syndrome, the second episode of tendinitis or sick leave. The reporter commented: (female) patient¿s current status: since removal of the implants in (B)(6) 2023, improvement in: vision, ¿nerve¿ and kidney pain, itching, tinnitus, mouth dryness, burning sensation in the legs, intolerance to cold, nasal discharge, and voice disorders. On work leave since (B)(6) 2024 due to burnout, residual tendinitis, [on] hormone replacement therapy (hrt), fatigue, gastric pain period of occurrence: 2013 to 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45 kg. According to bayer qa, the batch/lot/serial number (B)(6) is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jul-2025: quality safety evaluation of ptc. Case comments: a not valid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.